Manufacturer narrative:
This report was originally submitted under the incorrect manufacturer report number 2029203-2008-00207. A review of the sterilization records for the explanted devices was found to be satisfactory. This is the final report.

Event description:
The patient's system was explanted due to staph infection. The patient was treated with antibiotics. The patient's infection has reportedly cleared.